Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The downloaded electronic records were reviewed and it was verified that the device experienced two unexpected losses of power during the reported event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power three times during patient use. The patient associated with the reported issue was not harmed.